Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 450mg/dl. The customer's current blood glucose level is reported to be high. The customer states they had not yet treated for the high levels. Troubleshoot was conducted. The customer is being sent out a tubing clamp to conduct high pressure test, and complete the troubleshooting. The customer was advised to monitor the device, and change out their infusion set.